Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated false high sodium (na), calcium (ca), and/or chloride (cl) results for seven (7) patient samples. The false results were reported out of the laboratory. When the customer noticed the ionized selective electrode (ise) drain was failing to empty, they reran the samples on an alternate dxc instrument in the laboratory and amended reports were issued. The results provided by the customer are shown in the attachment section of this report. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) prior to the event was within lab-established ranges, 2-3 mmol/l above the mean. Upon troubleshooting with bec customer technical support (cts), it was discovered that the customer was using expired bleach for maintenance. The customer was also not using bec saline. Fresh solutions were ordered, but service was initiated due to buildup in the lines. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed that the ise drain was not draining and identified that the electrolyte injection cup (eic) valve was not working. The fse replaced the drain valve, which resolved the issue. Although the customer had been using expired bleach and there was a buildup, the primary failure mode was the eic drain valve.